Event description:
A technician reported a pt with an unexpected post-operative outcome at one month post-op photorefractive keratectomy (prk) retreatment. Additional info has been requested. This report represents pt one of three from facility.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).